Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23423. It was reported the patient had a fractured lead. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the leads were explanted and replaced. Reportedly, the patient has effective stimulation therapy postoperative and the issue is now resolved. Issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).